Event description:
Complainant alleged that while attempting to pace a patient (age & gender unk), the device was not able to show capture on the display. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.